Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. Date of event: month and day unknown. Only year (2018) is known. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, some staples did not form perfect b shape so the surgeon had to do reinforce suture. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # k5dl7d. The analysis results found that the tct10 device was received with no apparent damage and with a cartridge reload present. The reload had the proximal 5 drivers up without staples and the remaining drivers were down. The swing tab in the unlocked position. The device was tested for functionality with the returned reload. The device achieved its complete firing sequence without any difficulties. Several staples missing along to the staple line were noted after firing and cut line were complete and the staples were noted to have the proper shape. The condition of the reload is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique is being used. Please refer instructions for use. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. In addition, the analysis results found that one trt10 reload was received with no apparent damage and fully loaded with staples. The reload was tested for functionality with a test device and it fired, cut, and formed all the staples as intended. The device fired with no difficulties and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted.